Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329, (lot: unknown); product type: 0195-heart valves; implant date: (n/a); explant date: (n/a); h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was positioned in that it was 3 millimeters (mm) from the aortic annulus while in the cusp overlap view (cov). The positioning was also verified via the left anterior oblique (lao) view. With the valve in the desired position, the patient was semi-rapid paced, and the valve was deployed to 80%. Valve expansion was then verified in the right anterior oblique (rao) view and valve position was verified in the lao view. After confirmation that both the expansion and position were adequate, full deployment of the valve was performed. As the valve was fully released, it was identified that the valve moved upward before all the struts had fully expanded. After the struts disengaged, the valve dislodged. Subsequently, a snare was utilized to move the valve into the ascending aorta, and a second valve was implanted at an implant depth of 6 mm from the aortic annulus.